Manufacturer narrative:
Citation: y. Maeno et al. "Transcatheter aortic valve replacement with different valve types in elliptic aortic annuli" circulation journal 2017; 81: 1036¿1042. Doi: 10.1253/circj.cj-16-1240 earliest date of publish used for event date in date of event and death date in outcomes attributed to adverse events. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement with different valve types in elliptic aortic annuli. All data were collected from a single center between january 2013 and january 2016. The study population included 737 patients (predominantly male, mean age 83 years), 120 of which were implanted with medtronic corevalve, and evolutr (serial numbers not provided). Among all patients one death occurred. Based on the available information, this death may have been attributed to medtronic product. Among all patients adverse events included: mild paravalvular leak (pvl), moderate-severe pvl requiring second valve implant, increased gradient, less effective orifice area, improper sizing, valve embolization, pacemaker implant needed, and myocardial infarction. Based on the available information, these adverse events may have been attributed to medtronic product.